Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the defibrillation conductor had fractured. It was also noted that the defibrillator conductor was fractured due to overstress, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient went for follow up after the lead integrity alarm was triggered. It was also reported that the right ventricular coil impedance was over 150 ohms. The lead was abandoned, partially removed and replaced. No patient complications have been reported as a result of this event.